Event description:
It was reported that upon unpacking the 1.25 mm rotalink burr, a hair was noticed inside the sterile package. The device was not used. Another unspecified burr was used and according to the customer "the procedure was finished satisfactory."